Manufacturer narrative:
Plant investigation: a photograph of the complaint product was provided. The photograph shows a dialyzer attached to the machine and it is connected to the blood lines. There is a stream of blood leaking from the threads of the header cap on the dialyzer. There was no damage visible on the dialyzer; therefore, it is unknown what may have caused the external leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Upon completion of the investigation, the leak was confirmed with the provided photograph. The probable causes of header leaks include damage to the threads, cracked header caps, polyurethane (pu) build up on the threads causing torque not to be met, a pu sliver under the o-ring, or a damaged o-ring. The probable causes for these failures to occur may include rough handling (causing cracks or physical damage), and anomalies during the manufacturing process such as incorrect potting ratios or incorrect placement of a dialyzer in the carousel. The provided photograph indicates that an external header leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic employee reported to fresenius customer service that upon beginning a hemodialysis (hd) treatment the staff detected an external leak from the arterial head cap of the dialyzer. The staff immediately replaced the supplies with new ones in order to continue with the treatment. A blood leak reportedly occurred. The patient¿s blood was not returned; estimated blood loss (ebl) was 2 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The product sample was reportedly not available for return to the manufacturer. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic employee reported to fresenius customer service that upon beginning a hemodialysis (hd) treatment the staff detected an external leak from the arterial head cap of the dialyzer. The staff immediately replaced the supplies with new ones in order to continue with the treatment. A blood leak reportedly occurred. The patient¿s blood was not returned; estimated blood loss (ebl) was 2 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The product sample was reportedly not available for return to the manufacturer. Additional information has been requested, however to date has not been provided.